Manufacturer narrative:
The device was evaluated, and the reported issue was confirmed. The coating was peeled off on the connecting tube. The connecting tube had a scratch and a pocket punch. The bending section cover had a leak. The plastic distal end over was burned and had a dent. The distal end insulation failed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the adhesive on the distal end or bending section of the evis exera ii bronchovideoscope was chipped or peeling off. No patient harm reported. During the evaluation of the device, it was noted the coating on the insertion section was peeling off due to deterioration. This report is to capture the reportable malfunction of the coating on the insertion section was peeling off due to deterioration noted at estimation. The customer was unaware of the coating on the insertion section was peeling off and sent the device in after a field service preventative check.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The investigation confirmed the reported device problem. A review of the device history record found no deviations that could have caused or contributed to the reported device problem. The investigation did not establish a definitive root cause for the reported device issue. However, it was probable that the problem occurred because the device was exposed to physical and chemical stresses. With respect to the physical stresses, the following presumptions were made: the insertion section interfered with and was rubbed against the mouthpiece. The device was used in the procedure while the insertion section was not smoothly passed through the endotracheal tube. With respect to the chemical stresses, the following presumptions were made: a non-water-soluble spray-type pharyngeal anesthetic (e.g., a xylocaine spray) was directly sprayed on the insertion section. The device was reprocessed by a detergent solution which was not recommended by olympus. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU), which state the following: ¿inspection of the endoscope: inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. Important information ¿ please read before use: do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient. Operation : insertion of the endoscope : if necessary, apply a medical-grade, water-soluble lubricant to the insertion tube. Compatible reprocessing methods and chemical agents : detergent solution : use a medical-grade, low-foaming, neutral ph detergent or enzymatic detergent and follow the manufacturer¿s dilution and temperature recommendations. Contact olympus for the names of specific brands that have been tested for compatibility with the endoscope. Do not reuse detergent solutions. Do not pull device with excessive force. Only water-soluble lubricants can be applied to insertion section. Compatible reprocessing method and chemical agents are specified.¿ olympus will continue to monitor field performance for this device.